Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected the exterior of samples and did not find anything to contribute to the reported event. Attempted to inflate balloons with 10cc of water and found the balloons inflated and deflated easily. Unable to duplicate reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter filled at the y and not at the balloon. No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fills at the y and not at the balloon. No patient impact was reported.